Event description:
Caller reported a cartridge alarm that displayed a high blood glucose value, but the specific value was unknown. There was no adverse impact to the customer¿s blood glucose level reported. The customer took corrective action by administering a correction bolus via the pump and changing her infusion set. Cts recommended uploading the pump data for further troubleshooting, but the customer declined to proceed and requested to close the case.